Event description:
Medrad contrast injector malfunctioned allowing air to mix with contrast and enter the pt's arterial system. Injector loaded without incident with 100mls of contrast. Injector programmed with 15ml. Sec for 30mls total with 0.5 rise 600psi pressure without incident. Injector tubing connected to manifold without incident. During left ventricle angiography visible air bubbles noted. The pt was treated with a non-rebreather mask. The manifold was then noted to have air in the lines. The entire manifold and tubing were replaced. Syringe was not changed from medrad. Medrad re-primed for aortogram. All air was purged and re-prepped in the usual fashion. Air was then injected into aorta despite proper prep. When we tipped the medrad to remove the syringe, blood and contrast came spilling out of syringe onto floor. It appeared that the plunger in the syringe was not sitting correctly.